Event description:
A malfunction on the pump was reported by the caller, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support provided information to reset the pump and assisted the caller in doing so, with no recurrence of the malfunction code after resetting. Customer was instructed to continue using the pump and to call back if the malfunction code reappeared, which the caller understood and acknowledged.